Event description:
It was reported that the subject device displayed a frozen image resulting in a delay of 30 minutes or greater, while patient under sedation. The event occurred during a therapeutic gastric sleeve procedure. The issue was no longer present when another scope was used. There were no reports of further patient harm.

Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2025-00045.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h4, and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, the patient did not suffer any serious injury or adverse effects from the prolonged procedure and olympus made multiple attempts to receive more information from the customer without success, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported would not be likely to cause or contribute to a death or a serious injury if it were to recur. The device was not returned to olympus for inspection, however, technical assistance center provided remote troubleshooting and was able to resolve the reported allegation. The phenomenon was no longer present when another scope was inserted into the tower. A definitive root cause could not be identified. Based on the results of the investigation, it has been confirmed that issues occur within a specific scope. The most probable cause of the complaint is traced to be caused by another device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.